Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of explant: explant is planned for (B)(6) 2019, however, not yet confirmed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post-implant of a model zcb00 27.5 diopter intraocular lens (iol), patient experienced a refractive surprise in the right eye (od). The patient is status post (s/p) lasik, s/p refractive keratotomy (rk), s/p arcuate keratotomy (ak) years ago. Goal target was -2.00 diopter; patient ended up with a -5.00d ser. Pre-op refraction was +0.25+0.50x153 visual acuity (va) 20/30, medium glare to 20/50. Post-op refraction 5.25+0.50x160 (20/30-1). Va post-operative 20/50. During post-examination, the patient complains of being very nearsighted in od, loss of depth of perception, refractive surprise, and blurry vision. The surgeon plans to explant the lens. No other information was provided.